Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. This is the 1st complaint for lot # 9231536 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger pulled back "too far" during use, and the stopper separated from it, causing blood to leak out the back of the syringe. The following information was provided by the initial reporter: "syringe plunger comes back too far, causing blood to leak out of the back of the syringe. User was wearing appropriate ppe so no exposure " "it looks like the issue was on 1/30. One of our technicians was actually using the syringe, so I am not sure why it pulled back too far. I did see it after the fact and it looked like the stopper was closer to the end than it should be, and blood was dripping out."